Manufacturer narrative:
The customer ran qc at the beginning of the day of the event and it met acceptance criteria. The customer changed the reference solution during the day of the event and believes it may have been contaminated. The investigation is ongoing.

Event description:
There was a complaint of questionable ise indirect na+ for gen.2 results for 2 patients tested with a cobas 8000 ise module (double), serial number (B)(4). The questionable results were reported outside the laboratory and later amended. The samples were repeated because the qc failed at the end of the day. The repeated samples were run on 1982-09 ise-2, which was unaffected. Patient 1¿s initial result was 132 mmol/l; the repeat was 140 mmol/l. Patient 2¿s initial result was 131 mmol/l; the repeat was 137 mmol/l. The customer believes the repeated results to be correct.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the cause of the event to be cross-contamination of solutions. The fse flushed out old solutions and replaced solutions with new ones. The fse ran qc checks which met acceptance criteria. No further issues were reported. The service actions resolved the issue. The investigation did not identify a product problem.